Event description:
It was reported that one of the cannulas of the tracheostomy tube was out the package or no package at all just sitting inside the box. The other four cannulas had cuts and or missing pieces of plastic almost got stuck in the trach. There was no patient injury.

Manufacturer narrative:
Concomitant products: 5ic70, 5ic70 7.0mm trach dispos inner cannx10, (lot#: 22l0014jzx) 5ic70, 5ic70 7.0mm trach dispos inner cannx10, (lot#: 22l0014jzx) 5ic70, 5ic70 7.0mm trach dispos inner cannx10, (lot#: 22l0014jzx) 5ic70, 5ic70 7.0mm trach dispos inner cannx10, (lot#: 22l0014jzx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.